Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5.5mm and occluded the vessel. The physician inserted the stent and noticed that the occlusion balloon had deflated. The physician removed the occlusion balloon and replaced it with another to complete the case. The patient is reported to be fine.